Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tir was misaligned with the firing window, indicating a glue failure occurred. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The returned fiber card was analyzed, which indicated that the fiber was recognized by the console and was used. A "mojo idle" message was also issued, which is not an indication that a failure occurred. It is a courtesy message indicating that fiber use was initiated followed by 30 minutes of idle time. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that the metallic tip of the fiber broke. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the metallic tip of the fiber broke. The procedure was completed with another device. There were no patient complications.